Event description:
Revision surgery - due to infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-01198; 346-14-755, s808 - infection, revision surgery.